Event description:
A patient reported on (B)(6) 2016 stating that they had a loss of therapy and increased left leg pain. They were requesting reprogramming. The issue had been occurring since (B)(6) 2016, and the indications for use were spinal pain and failed back surgery syndrome. The patient called back on (B)(6) stating that the issue had not been resolved yet because they were still trying to get an appointment to be reprogrammed. Additional information received reported there were no steps taken to resolve the increased pain in the left leg. The patient was not able to get effectively reprogrammed with a manufacturer representative. The pain had not been resolved. Additional information received from the patient on (B)(6) 2016 reported there was a loss of stimulation. The patient noted that coverage in his left leg stopped and he had a meeting with a rep on (B)(6) 2016 for reprogramming and 2 programs were added. The patient noted that coverage had returned to his left leg with the reprogramming, but only lasted about 3 days and stopped again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.